Event description:
It was reported the device failed the accuracy test. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. One device was received for evaluation. Visual inspection found a worn lcd lens, bubbled dso seal, and a worn overlay. There was no evidence in the event history log. Three accuracy tests were performed. Upon testing, the reported problem was duplicated, the device was found to be over delivering to the manufacturing specifications. It was determined that the most probable cause is the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.